Event description:
It was initially reported that during preparation for a therapeutic ureteral stone retrieval procedure, the retrieval basket would not open or close properly. As the malfunction occurred during preparation, there were no patient injuries or complications involved and the procedure was successfully completed with another device. Based on the engineering evaluation of the device, it was discovered that approximately 25 cm of the device, including the basket head, had fully detached and was absent from the returned product. Please refer to section h for evaluation results.

Manufacturer narrative:
The device has been received, evaluated, and retained by this manufacturer. One stent and positioner (pusher) was received with the original pouch, in a ziploc bag. A visual and functional evaluation revealed a cut/tear in the stent approximately 10 cm from the distal end. The tear did not resemble that of a suture cut. The failure mode was reproduced by pulling the stent apart with excessive force. A dimensional check was not performed.